Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Fms vue pump. Outflow not working. There was no patient harm and no surgery delay. Surgery completed by using the inflow set up.

Event description:
Fms vue pump. Outflow not working. There was no patient harm and no surgery delay. Surgery completed by using the inflow set up.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ investigation summary: per service manual operational and diagnostic analysis confirmed reported issue (outflow not working). Replaced springs on pressure arms with tip replacement kit as identified in the investigation to address the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Also, per sb, performed software upgrade to 3.11. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no similar complaint for this device's serial number. No corrective or preventative actions are required at this time, as no nonconformance or complaint trends were identified in relation to this serial number device and the reported failure. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).